Event description:
Patient states that she felt a pop and immediately experienced pain. X-rays revealed, the mandible plate had fractured. Patient underwent surgery to replace the broken mandible plate.